Event description:
It was reported that the patient¿s blood glucose was 64 mg/dl after a usual dinner while using the ilet on the first day of therapy, and the patient treated with 10 grams of carbohydrate via orange juice; the agent explained that the ilet was learning the patient¿s insulin needs. Symptoms included hypoglycemia. Outcomes included resolution of the event after oral carbohydrate and no further assistance was needed. Investigation included customer communication and troubleshooting with education on device adaptation. Investigation of this case revealed no device malfunction and that early-use algorithm adaptation could plausibly contribute to hypoglycemia when meal needs are not yet fully learned. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.